Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 25.0 mmol/l and low blood glucose of 1.4 mmol/l which was treated with food. Customer did not go to the emergency room. Customer uses the auto mode feature but was not sure if it was automatically delivering at the time of event. Customer does not believe that insulin pump suspended during low blood glucose event and suspects that pump may have over delivered insulin. Troubleshooting was performed and customer was not able to complete carelink download and would continue at a later time. Insulin pump is not expected to return for failure analysis.